Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, aging deterioration of the video connector socket with long-term repeated use, failed communication between connector and the socket, resulted in image failure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to oekg. Oekg checked the subject device and found that the reported phenomenon was caused by the failure of the video connector socket. Oekg assumed that failure of the video connector socket was attributed to the excessive pressure being applied to the video connector socket when pressing the locking lever down to disconnect the video plug. The exact cause of the reported event could not be conclusively determined at this time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at olympus europa se & co. Kg (oekg), it was found that the image of the subject device was not displayed. There was no report of patient injury associated with the event.